Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the infusion set had been changed earlier that morning, during the fill tubing process, more insulin than usual was needed to fill tubing. After several hours, the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. It was indicated that the customer would change out the infusion set and cartridge and deliver a correction bolus. Although requested, the customer did not provide any additional information.